Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headache, cough and pneumonia. The patient did receive medical intervention and reported to have taken prescribed antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.